Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens. The lens tore prior to insertion into the eye. No patient injury. It was unknown what caused the lens to tear. The injector model and lot number was unknown. The cartridge model sfc-25 and the lot number was unknown.